Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID 3889-28, lot# va0ph40, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a device implanted the day prior to the report, it was working fine, and she noticed the stimulation sensation was intermittent. Overnight she stopped feeling the pulsing from the device. The day of the report, she was having more trouble getting to the bathroom in time before urine started to come out. She didn¿t know what happened, but was trying to see of changing the numbers for the program would help. If she turned stimulation up, she could get it to be pulsing the way it was the prior day, but it felt very uncomfortable, like getting pinched. When she turned it back down she could hardly feel it. The stimulation sensation was also not in the same spot in her body as it was the prior day. The patient had a problem using the patient programmer and sometimes it took a long time to find the implant. Other times, it did connect but when she tried changing the number it would beep three times and stop working. The patient was also taking pain medication from having surgery yesterday and the incision was still very tender. The patient wondered if maybe that¿s why she couldn¿t feel stimulation sensation, since previously she didn¿t take any mediation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.